Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device alarmed for a device failure during use, the piezo alarm was generated, and the ventilation stopped. The device was replaced and the patient was manually ventilated. There was no serious injury reported.

Event description:
It was reported that the device alarmed for a device failure during use, the piezo alarm was generated, and the ventilation stopped. The device was replaced and the patient was manually ventilated. There was no serious injury reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service and the log file was made available for further investigation at the manufacturer¿s site. In addition, the pba m48.3 and the microsd cards were returned for a hardware analysis. The log file shows on the reported date of event, that the device performed several reboot attempts before the reboot was successful and ventilation was continued. Some seconds after the ventilation was resumed, the device was switched into the standby mode by the user and finally switched off. The hardware investigation of the affected pba m48.3 and microsd cards did not show a permanent issue but indicated a temporary deviation regarding the ram of the microprocessor as root cause of the event. The device reacted as specified and raised the acoustic auxiliary alarm to inform the user about the malfunction. In case of a complete loss of function of the ventilator, the ventilation stops, and the safety valve opens to ambient allowing the patient to breathe spontaneously. The secondary acoustic alarm system (piezo speaker) of the ventilation unit will be activated to alert the user to the situation. This alarm is energized from an independent power source and will be last for at least 2 minutes. An alternative device needs to be used to continue the ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.